Event description:
Failure to sense ECG rhythm in pacing mode with zoll r series defibrillator and one step pads: zoll defibrillator with one step pads was in pacer mode (a-p position) and would pace but not sense. Staff knew it was pacing because pt was also on another monitor and could visualize rhythm. A second zoll defibrillator machine was utilized and the same issue occurred, would pace but not sense, even after trying to reinforce the connection in the back. A 5 lead system was placed but still there was no rhythm visable on the zoll monitor according to team accounts. However, on interrogation of data from machine, there was a visible rhythm with the 5 lead system. The data card did confirm no visible rhythm detected when the integrated one step pad was in use for sensing.